Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of sensor break. The customer's blood glucose reading was 9.4 mmol/l. The customer inserted a new sensor yesterday and received sensor error. When the customer removed the sensor, the sensor cannula is no longer attached. The customer reported that the sensor cannula fractured while in the body. The customer will return the sensor for analysis.